Event description:
Same case as MFR #: 2134265-2008-04911. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 2.25x12mm apex monorail balloon catheter to the lesion and inflated the balloon and it ruptured. The physician then advanced a 2.00x12mm apex monorail balloon catheter to the lesion and inflated the balloon and it ruptured. There were no patient complications. The procedure was successfully completed with a different device. Patient's status is reported as "good". Additional information was requested, but no obtained.